Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences that alarmed threshold suspend and that the sensor is not reading accurately. The customer indicated that the sensor glucose was 60 mg/dl and blood glucose was 283mg/dl. Troubleshooting advised customer on suspend feature and proper insertion and site technique. Customer was advised to follow up if any further questions or if any issues persist